Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2015 on behalf of the parent of the patient . No medical intervention or injuries were reported.